Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during transport that at about the 3 minute mark the unit powered down with no alarms. There was no patient injury reported.

Event description:
It was reported during transport that at about the 3 minute mark the unit powered down with no alarms. There was no patient injury reported.

Manufacturer narrative:
It was reported that the effected savina 300 powered down with no alarms during transport about the 3 min mark. No patient injury was reported. The customer frequently uses the savina 300 to transport patients from the or to their patient rooms. The device was available for investigation onsite. For further investigations the sap database, service report, log files and correspondence via email were available. The errorcode 40.0012 (internal battery is missing) dated on 2020-10-14 21:00 - this entry indicates, that the internal battery is not available / completely depleted, high ohmic or missing. In this reported case the battery is depleted, worn out or high ohmic. The internal battery of this device was completely depleted / high ohmic / broken. There was no early hint about worn out batteries. It seems, that this depletion occurred suddenly without warning. Based on further investigations, it was possible to determine that the internal battery of the device has reduced capacity and is worn out. A possible root cause of the early end of life of this batteries could be the connection of two events: 1. The exact history of delivery and storage of the devices in a warehouse before the installation by the customer could not traced back completely. It could be possible, that there was a first put into service in 2019-11 and a following storage period until end of 2020-03. This could result into a deeply discharge of the internal battery, if the fuse was not removed again for this second storage process. Such a deep discharge over a long period could lead to a pre-damaged battery with reduced capacity and reduced lifetime. 2. The use case as transport ventilator for transports with a duration of about 30 minutes working time of the internal battery. This could result in a full discharge cycle of the internal battery by every transport. The lifetime according data sheet is about 200 cycles by full discharge. By estimated 65 working hours it is possible that the internal batteries have reached the end of life. Savina 300 has batteries with lead-gel technology. Batteries of this type perform particularly well when used as a backup battery. If these batteries are used in irregular alternating mode, e.g. In intra-clinical transport, the service life is shorter due to technology. This is considered in the IFU. The internal batteries were changed, and the device was tested and passed without deviations. Use of the external battery is recommended in this case. The failure rate of the affected components is continuously monitored and is within an accepted range according to the product quality board.